Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial lead exhibited high capture threshold. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.